Manufacturer narrative:
Article citation: mccarthy, p. H., teitler, n. A., hon, h. H., & miller, j. J. (2022). Breast implant illness and cutibacterium acnes: a case report. Plastic and reconstructive surgery - global open, 2022; 10:e4146; https://doi.org/10.1097/gox.0000000000004146. (B)(4). The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: breast implant illness which included brain fog, pressure in head, slightly lower iron binding capacity, worsening symptoms, hair loss.

Event description:
Through journal article titled "breast implant illness and cutibacterium acnes: a case report" reporting "high level of general anxiety and multiple panic attacks", "pathology was negative for any malignancy or neoplastic change, but foci of stromal fibrosis was appreciated, and a thio broth culture grew out c. Acnes". Also reported breast implant illness within 3 weeks of implant, which included "brain fog", "constant dull pressure in head", ""slightly lower iron binding capacity","hair loss" which are not device related. This record is for an unknown side. Device was explanted.